Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, the arteriotomy closure procedure was started by making a good nick of the subcutaneous tissue that was spread open with blunt force using a hemostat. During thumb advancer/exchange sheath splitting resistance was met 7/8 through distal deployment. The subcutaneous tissue tract was spread open further using hemostats, but further distal deployment of the thumb advancer could not be performed. The device was removed with the locator wings remaining deployed. The exchange sheath had not split completely and appeared to be bunched up at the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.